Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported blood glucose results of 260-280 mg/dl on the advantage system, 110 mg/dl on professional system within 4-5 seconds, same finger stick. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.